Event description:
Observations: svc lead impedance warning on (B)(6) 2021 high rv threshold on (B)(6) 2021, chronic as per lead trend (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).